Manufacturer narrative:
On (B)(6) 2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2017 a medtronic representative, following-up at the site, was told the site suspected the doctor pressed the back button to the patient tracker. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site on 04/26/2017 that while in an ear, nose & throat (ent) procedure performed on (B)(6)2017, the surgeon was having issue registering a patient. While tracing, suddenly the registration would re-start without completing. No further details regarding the behavior, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.